Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a valve in valve procedure with a 29 mm sapien 3 valve in the tricuspid position, the balloon rupture at the beginning of inflation. There was withdrawal difficulties noted during removal of the system. New devices were used successfully and the patient was stable post procedure. Per pre decontamination evaluation of the returned device, leakage was observed in the inflation balloon due to a hole.

Manufacturer narrative:
The 29mm commander delivery system was returned, and the delivery system was inserted through loader and sheath (16 f). The delivery system was unflexed and 50% fine adjustment used. The returned devices were evaluated, and the following was observed: leakage was observed on inflation balloon due to a hole; the hole was located at 35mm from the tapered tip. The inflation balloon was inflated, and a leakage was observed on inflation balloon. Due to the remaining residues inside the balloon, the wall thickness / dimensional measurement was unable to be performed. During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All pv testing passed specification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to balloon leak and withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions were reviewed: IFU for commander delivery system, viv, ce, device preparation manual, and procedure training manual. A review of the IFU and training manuals revealed no deficiencies. The complaints for balloon leak and withdrawal difficulty were confirmed based on returned product evaluation. A review of the lot history, DHR, and manufacturing mitigations did not provide and indication that a manufacturing non-conformance would have contributed to the complaint. It should be noted that the thv was deployed in the tricuspid position. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. As reported, ''during valve deployment, at the beginning of inflation, the commander delivery system balloon ruptured. Therefore, the commander delivery system with valve and esheath were removed together as a unit, however, with difficulties but without causing an injury''. Per case note, the pre-existing bioprosthetic surgical valve was degeneration / re-calcification, and implanter suspected that interaction with a calcification spur. Calcifications can create sharp nodules and may cause damage to the delivery system/ inflation balloon. It is possible that the interaction between calcification and inflation balloon during the valve deployment within the calcified pre-existing surgical valve, and it results in punctured on inflation balloon and leakage. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Due to balloon leakage, the thv (transcatheter heart valve) was unable to deploy, so the delivery system was retrieved through sheath with crimped valve. The ''difficulty/inability to withdraw system with valve through sheath'' could be potentially from multiple factors (i.e. Tortuous anatomy, non-coaxial retrieved through sheath, alter profile of crimped valve). Due to unavailability of relevant imagery, a definitive root cause was unable to be determined at this time. However, available information suggests that procedural factors (withdrawal of crimped valve) may have contributed to the withdrawal difficulty. Since no product non-conformances or IFU/training manual deficiencies were identified, a product risk assessment escalation and corrective/preventative actions are not required.